Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis indicated set screw marks and cuts in the insulation, likely due to the cutting of the suture sleeve upon removal. Visual analysis also indicated the j-shaped fixation was intact. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the stylet insertion test due to dried blood in lumen. No additional testing was performed. Laboratory analysis could not confirm nor refute the allegation of lead dislodgement.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has been explanted and returned. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this left ventricular (lv) lead was scheduled for revision during a conversation about turning off a device during a procedure. The initial issue with the lead was not known. Additional information was obtained, and it was suspected the lead microdisloged. The lead is scheduled for explant and replacement with a medtronic lead. No further information could be obtained about the procedure. No adverse patient effects were reported.

Event description:
Boston scientific received information that surgical intervention was performed to explant this left ventricular (lv) lead which had microdisloged. The lead was replaced with a medtronic lead. No adverse patient effects related to the procedure were reported.